Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The customer declined service and reported that the unit would be retired from service. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported an alarm indicating high internal o2. There was no patient or user harm reported. The event date was not specified; estimate used.